Event description:
It was reported that while putting proximal cortex screws into a synthes 2.7/3.5 variable angle locking compression anterolateral plate, the gold 2.5 drill bit broke inside the intramedullary canal of the patients distal tibia. The surgeon felt removal would be unnecessary, so the tip of the drill bit was left inside the intramedullary canal of the bone. There was no delay in surgery and the surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.